Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm that occurred on the homechoice (hc) unit display. This event occurred during use with the patient connected in I-drain. The technical service representative (tsr) had the home patient (hp) close and open the transfer set, slide the patient line clamp down the line, pull up and down on the lines near the door, and check the patient line for kinks, fibrin, and air. The hp stated there was air in patient line. The tsr advised that the hp would need to start over with new supplies. The tsr assisted the hp to end therapy. The hp was to start over with new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event.